Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-054168, and the patient¿s outcome could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. It was further communicated that due to patient privacy laws, the account will not provide any further information regarding the patient¿s outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. It was reported that heartmate 3 lvas, serial number mlp-054168 was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the biventricular assist device (bivad) patient passed away due to never recovering after implantation. The outcome was not device or therapy related, and the device would not return.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.